Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: resistance requiring medical intervention. Device issue: failure to advance. It was reported that three xience stents were attempted to be placed to treat a patient with a "full metal jacket" of several restenosed stents. It was necessary to deploy the first two proximally, in order to open up the area. The third xience was attempted to be crossed through the two previously placed stents, but resistance was experienced with the previously placed xience stents. As resistance was encountered during the crossing attempt, the stent struts began to flare. Although the stent was not noted to be loose or dislodged, as a precaution against the stent becoming loose or dislodged, the hub of the catheter was cut, and a snare was inserted to place around the stent. All devices were removed as a unit. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary - quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and on the stent implant and full length of the catheter. There was contrast in the inflation lumen. The stent implant was stationary on the balloon in between the markers. The proximal end of the stent implant was mangled. There was no other damage noted to the stent implant. There was a bend in the hypotube 23 cm distal to the separation. There was no other damage noted to the sds. The sds and snare device were returned inside the introducer sheath. Another company's guide wire was returned inside the sds. There was 49 cm of the guide wire protruding out of the distal tip of the sds. There was blood in the introducer sheath and on the snare device and the guide wire. The guide wire was able to be removed from the sds . There was a kink in the core of the guide wire 6 mm proximal to the tip ball. There was no other damage noted to the competitor's guide wire. There were no kinks or damage noted to the tip or inner member. The tip seal length was measured and met manufacturing criteria. A snap gauge was used to measure the distal and middle stent implant outer diameter and these met manufacturing criteria. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.